Event description:
Emergency surgery resulted in the placement of a gastrostomy feeding tube as well as a jejunostomy feeding tube. Both tubes were "foley catheters" made of latex rubber. The prolonged hospitalization resulted in the g-tube remaining in place for nearly three months. The bard foley catheter MFR explained that during that time I was "digesting latex" and indeed when removed the cuff had been totally degraded, and much of the rest of the tube was blackened, as if burned. According to poison control, ingestion of latex results in "nausea, cramping, vomiting and diarrhea. I suffered these symptoms throughout my hospitalization. The second, j tube which was also a foley catheter, was found to have the balloon inflated to approximately 24 cc with air, causing an iatrogenic bowel obstruction. Again, for much of my hospitalization I was unable to eat anything without the need to decompress my stomach by the g tube. The off label use of the latex foley catheters in this situation significantly prolonged my hospital stay. They were both changed out to silicone feeding tubes -MFR for this purpose- once I entered a skilled rehab facility, in an attempt to recover from my hospitalization. Today, I am only able to return to part-time practice of medicine, due to the continuing debility caused by a fourth degree decubitus ulcer, the direct result of my prolonged hospitalization. Dates of use: 2005-2006. Diagnosis or reason for use: a feeding j-tube, a feeding g-tube. Event abated after use stopped or dose reduced: yes.